Manufacturer narrative:
Concomitant medical products: additional components explanted: rlt311415j/ (B)(4); plc141000j/ (B)(4); plc181400j/(B)(4); plc271200j/(B)(4).

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the trunk ipsilateral leg endoprosthesis was implanted distal to the renal arteries, a proximal type I endoleak was confirmed. As treatment, one aortic extender component was deployed just distal to the renal arteries. After deployment, it was confirmed the right renal artery was unintentionally partially covered by the device. The physician attempted to cannulate a wire into the right renal artery to add a renal stent, but it was not successful. Since the proximal type I endoleak was not resolved, the physician decided to convert to an open surgery and explant all implanted endoprostheses.